Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events 81 events were reported for this quarter. Product return status 80 devices were received for evaluation. 1 device was available for evaluation but has not yet been received. Evaluation status 80 events were confirmed during testing. 80 devices were found to be affected by missing paint chips. Product disposition this device is not repairable and was not returned to the user facility. Additional information there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 81 malfunction events in which the device had paint chips missing. 81 events had no patient involvement; no patient impact.